Manufacturer narrative:
(B)(4). D-4: this device is sold outside the us and therefore no gudid information exists. This device is considered similar to 00880304524309. D10: 802202802 lot 3237211 femoral head 12/1400811400000. 00811400000 lot 66134357 cpt 12/14 stem size 0 cocr. 110031009 lot 66528789 28mm i.d. 38mm o.d. Size c bearing. G2: foreign - event occurred in australia. G-4: the reported product is not sold in the us, the pre-market submission number for the similar product sold in the us is k121874. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that approximately four months post-implantation, the patient underwent a left hip revision due to periprosthetic fracture. Review of x-ray identified dislocation of the left hip. Attempts have been made and no further information has been provided.